Manufacturer narrative:
The nail was received for visual inspection and functional testing. The reported issue was confirmed. The root cause of was identified as potential patient non-compliance to activity restrictions.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays, ultrasound images, or bone quality tests provided to confirm the alleged event. No root cause can be confirmed at this time. It is unknown if patient complied with post-operative physical restrictions. No product returned.

Event description:
Information was received that a revision procedure was performed. As per reporter, the crown of precice nail was damaged in multiple pieces.